Event description:
New information received from surgeon. Patient visited a hematologist and found out that she has von willebrand's disease. Von willebrand's disease (vwd) is the most common hereditary coagulation abnormality described in humans, although it can also be acquired as a result of other medical conditions. It arises from a qualitative or quantitative deficiency of von willebrand factor (vwf), a multimeric protein that is required for platelet adhesion. There are four types of hereditary vwd. Other factors including abo blood groups may also play a part in the severity of the condition. Based on new information, this file is no longer a serious injury.

Event description:
Additional information from surgeon: (lavh) had taken uterines above; then went below. Lowered pneumo and went above again. Cysto'd. Checked twice and area was dry.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a lavh procedure, the patient went to post-op with no issues. During post-op, the patient became hypotensive. They brought the patient back to or and they found the patient was bleeding from everywhere they cauterized with the harmonic device. No other details are presently known. Device was discarded additional information: surgeon indicated the surgery was uneventful with no difficulties noted with the harmonic device. Both a cystoscope and a laparoscope were in and at the end of the case all areas were visualized to be dry. Several hours post op, the patient was hypotensive with a hemoglobin of 4. Initially, he thought the patient had suffered a myocardial infarction. The patient was returned to the or and an open exploration was performed. A vascular surgeon was called to the case and checked for any injuries to the vena cava or aorta and none were seen. Bleeding was seen from the pedicles at all areas where the harmonic was used. The patient was transfused with 9 units and the patient is now fine.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis.